Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Please explain what is meant by, ¿staple line was compromised?¿ what is meant by the ¿sides of the staple line¿? Were there any difficulties with the device intra-op? What was the device fired on? Was ischemia or necrosis seen at the re-op? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a tlc blue was used in a case. When the surgeon fired the stapler everything seemed to be fine and the crotch of the staple was fine, the staple line was intact and complete. After a couple of days, the patient was brought back due to an anastomotic leak. When the surgeon evaluated the staple line, he said it was compromised and the sides of the staple line was dehisced. The surgeon removed the anastomoses and recreated a new one. The patient is ok and has no other known consequences.

Manufacturer narrative:
(B)(4). Date sent: 09/14/2021. Additional information was requested, and the following was received: surgeon did not have any additional information.